Event description:
It has been reported to philips that the host pc was nonfunctional. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that a duplicate ip address prevented the allura system from any communication. A new ip address was updated and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred at the start of the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue was due to hospital network and a duplicate ip address. Upon troubleshooting, fse disconnected the system from network and pinged the ip and found duplicate address. To resolve the issue, fse changed the ip address of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.